Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The implant worked at first, but then it did not work. The patient still used pads weekly and didn't drink as much water. At the patient's most recent appointment with their health care provider (hcp) in summer 2015, the hcp told them the implant was off and recommended the patient leave the programmer alone. The patient had fallen several times including one in (B)(6) 2015 and one in (B)(6) 2015 that could be related to the issue. The patient did not have access to their patient programmer. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.